Event description:
The patients attorney has reported an adverse event that may not have been caused by product failure. The patient underwent a hysterectomy. Post operatively, the patient experienced granulation tissue around the sutures, pain, and bleeding. The sutures had to be removed surgically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.